Event description:
When the physician used the subject device for a rectum resection, the probe damage error displayed and the ptfe pad was getting attrition. The physician replaced the subject device with the difference device of same model. The error displayed, too. The physician replaced the second device with a similar device. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical system corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad of the second device was unevenly worn and partially separated from the metal part of the grasping section. It did not fall off. There was a contact (discolored) mark of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by activating output with grasping and twisting tissue, the probe and grasping section became contacting each other. The ptfe pad deformed by the friction heat between the probe and grasping section. As a result of the deformation of the ptfe pad, the ptfe pad was partially detached from the metal part of the grasping section. Due to the contact during activating output, the error displayed. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution. This report is one of two reports. Cross reference MFR report number 8010047-2013-00391.